Event description:
Right and left silicone breast prostheses were removed via the original inframammary incisions. Small rents were made on dissection and the surrounding area was thoroughly irrigated to remove silicone. Inspection of the implants revealed they were most probably ruptured prior to removal.